Event description:
Pt coded in private vehicle on way to hosp. The initial EKG monitor appeared to be a straight line with some motion. Pt was delivered 360 joules of deffibrillation following which the monitor showed a perfectly straight line. The monitor leads were immediately disconnected from monitor and connected to second monitor which showed a straight line with some motion. In no way was pt care compromised in this instance. Pt was essentially dead on arrival to facility. When co was notified, they stated that there had been a recall of this monitor for this problem. There is no indication of recall notification to facility.